Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. No moisture damage found on electronics assembly. The insulin pump received without original belt clip. The insulin pump had cracked battery tube threads, case window display corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 61 mg/dl at the time of incident. The customer's mother stated that they treated the blood glucose with food. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.